Event description:
The reporter stated that she had gotten the er1 message several times, had retested and gotten a result. She said that she did not do comparison with the test strip and the color chart.